Event description:
The jetstream catheter was used to treat a 4-5 cm lesion in the sfa. After treating the lesion with a total of 5 passes, a distal emboli was appreciated and subsequently a 4f guide catheter was used in an attempt to remove the distal emboli but was unsuccessful. The physician elected to not treat it further believing it would resolve itself. The patient was discharged home the next day.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.